Event description:
It was reported that a "hairline crack in cvc" was discovered at some point during use ona pt. It is unk whether the device was removed or replaced, or if another attempt was made. It is unk whether there was a delay or any harm to the pt. It is unk whether there were pt complications or injury. It is unk whether med/surgical intervention was necessary.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.